Event description:
While attempting to obtain venous access using the micropuncture kit, the distal end of the wire, included in kit, broke off in the vasculature at the right subclavian area. The left femoral groin was accessed and the broken wire was successfully retrieved through and additional procedure.